Manufacturer narrative:
Correction on initial report.

Event description:
The customer reported that a secondary vancomycin infusion completed in 2.5 hours instead of the intended 90 minutes. The user felt the secondary infusion was setup correctly; the primary bag was on a hanger and verified that the secondary drip chamber was dripping fluid before walking away. The user programmed more volume than what the IV bag noted to account for vancomycin bag overfill and started the infusion. The device alarmed for ¿infusion complete¿ and there seemed like more volume in the secondary bag than there should have been. The infusion was restarted with additional vtbi and the user noted fluid dripping from the primary and secondary bag at the same time. The user clamped off the primary tubing between the drip chamber and proximal smartsite and the secondary infusion started to drip faster. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.